Event description:
During surgical procedure, a screw was attempted to be inserted in the posterior column. However, the 45 mm drill bit broke off inside the pelvis deep to the acetabular component. The drill bit was inadvertently released from the coupler while in the patient's bone. The drill bit could not be extracted from the bone.stryker rep was informed at the time of this event. It was demonstrated how the coupler inadvertently released the drill bit. A decision was made by orthopedic surgery coordinator that all drill bits are to be soldered to the couplers from now on in all kits.